Event description:
The center reported a dialysis pt had symptoms of air embolism while dialyzing on a meridian hemodialysis instrument. It was reported that there was no alarm. The pt was coughing and complained of difficulty breathing. The nurse then observed a stream of tiny bubbles in the blood line going to the pt. The dialysis treatment was stopped with approximately 30 minutes left in the treatment. The pt was given oxygen and put into the trendelenburg position. Pt recovered and left the dialysis center with no further medical intervention.